Event description:
During the procedure, the cannula would not retract. Another outback was used to finish the procedure. There was no harm to the patient. Please note that multiple attempts to gather additional patient and procedural information have been made, and have been unsuccessful.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.